Event description:
The pt had two taxus stents placed in the right coronary artery at another hospital for angina symptoms, approx 1 month prior to presentation at reporting hospital. Pt was well for two weeks, but following this pt developed angina on minimal exertion and in the mornings had rest angina. Pt was taking aspirin, clopidogrel and coumadin -the latter for dvt prophylaxis-. Pt presented to reporter's clinic and dr admitted them with a diagnosis of unstable angina. Pt was treated with IV heparin for 3 days while their coumadin was withheld until their inr fell to acceptable levels. Their angina resolved approx 1 day after starting intravenous heparin. At cardiac catheterization one of the two stents was suboptimally expanded in the distal half of the stent on examination with intravascular ultrasound. This required another procedure for dilation of the stent. Reporter presumes that poor stent expansion on deployment at their original catheterization led to subacute thrombus of the stent that resolved with intravenous heparin therapy. This may be more of an issue with these stents as they are more difficult to visualize on fluoroscopy than other stents making the positioning of a balloon for high pressure dilation after deployment more difficult. The pt did well without any further adverse sequela.